Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the adjustment knob was turned, tube clamp did not work. They also could not take off the tubing from this large roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) inspected the returned roller pump clamp assembly and revealed the low slide to have a broken tab. The broken tab caused the reported issue. The broken tab that was found, was determined to be the result of a fractured delrin slide due to center line porosity. The roller pump tube clamp was replaced on-site. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.